Manufacturer narrative:
Product analysis: analysis was able to confirm the reported power off issue when batteries are being changed. Analysis also noted that the lower case was broken, both super caps were defective, both bail covers were cracked, and the atrial amplitude knob was non-functional. The external pulse generator (epg) failed the incoming atrial amplitude test and the super caps test. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off while the battery was being replaced. The epg was returned for service. No patient complications have been reported as a result of this event.